Event description:
It was reported the patient experienced loss of stimulation since the patient got hit at the scs ipg site. Also the patient did not charge her ipg for about 5 months. The patient's scs system will be explanted and replaced with the competitor's system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.